Event description:
It is reported that the customer was having issues with the belt clip on the insulin pump. Their blood glucose level was 447mg/dl. Trouble shooting was done and found a bent cannula. Device is being replaced. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.